Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a severe rash under the back right side electrode of the lifevest. The irritation was described as somewhat bloody and leaking brown puss. Doctors advised the patient to remove the lifevest and prescribed a cream. It was also reported that the doctor determined that the irritation was a type of eczema and that the patient may have a reaction to metal. The patient reported that the irritation improved.